Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it is likely the device interacted with the heavily calcified, heavily tortuous lesion during advancement, as resistance was noted, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device, as resistance was noted, likely contributed to the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, heavily tortuous first diagonal coronary artery. A 2.25x15mm xience skypoint stent delivery system (sds) failed to cross due to the anatomy, and the sds experienced resistance with the anatomy during removal. An unspecified stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.